Event description:
The physician was using a disposable instrument, the ligamax. After multiple uses, he complained that it was not working and another one was opened for use during the rest of the procedure. He requested that the item be saved for the general surgery resource nurse.